Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within spec. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
Product was returned as an implant failure because the pt felt continuous pain and discomfort so the doctor removed the implant. The fixture had been implanted for 238 days. Based on the report, the pt had good oral hygiene and good bone condition. The surgery was a traditional 2 stage with a single prosthetic attachment in tooth location #18. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as stable, but treatment ongoing - wait and see.